Event description:
It was reported that a bias current message was displayed when the core micro drill was connected to the console during testing, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a bias current message was displayed when the core micro drill was connected to the console during testing, signaling a condition occurred from which the device has the potential to run without user activation during a procedure. There was no patient involvement and no adverse consequences associated with the device.